Event description:
Follow up information indicated the patient had scs system was explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg in months which resulted in the ipg becoming inoperable. Surgical intervention will be taken to explant the scs system.